Event description:
During routine testing of the device, the user noted that it would begin to charge, but that the charge switch would disengage, and that the charging would terminate. There was no pt involved. Tests on the units disclosed a partial short in one winding of a transformer (t2) in assembly. The cause of the short could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.